Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2015 with the following findings: there was no damage or peeling found to keypad cover. The contrast keypad button was found to be intermittingly responsive; the contrast button has no affect on insulin delivery function. The remaining keypad buttons were found to be responsive. The keypad cover was remoaved and contamination was found under the contrast key contact. Unrelated to the complaint, the battery compartment was cracked below the bumper pad. Also unrelated to the complaint, the text on the display screen was found to be dim and pink.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.